Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all clso-10-15 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for clso-10-15 device of lot number c2243107 did not reveal any discrepancies that could have contributed to this complaint issue. Additional information received confirmed that a 0.025" wireguide was used with the stent. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." There is evidence to suggest the user did not follow the IFU/label as an incorrect sized wire guide was used. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to it becoming kinked and leading to the reported difficulty in placing the stent. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA-00022 (B)(4) has been initiated from complaints related to user error in practice where a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, the stent was not inserted. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to it becoming kinked and leading to the reported difficulty in placing the stent. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.

Event description:
Supplemental correction report is being submitted following a review of additional information received on 28 feb 2026 and completion of investigation on 11 mar 2026. The correction was made to update the imdrf a code from a150204 to a2303 and g code from g04122 to g07001. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure: stent storage box (cold and shady). What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2 0.025¿ 450cm. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes, sphincterotomy. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? He used another stent. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return other than the reported complaint issue? No. Had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-q290v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. Was resistance encountered when advancing the wire guide to the target location? Yes. Was the stricture dilated prior to placing the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the doctor inserted stent into cbd, the stent was not inserted.